Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red alert for a low out of range pacing impedance measurement of less than 200 ohms on the right ventricular (rv) channel. Oversensing of noise and low r-waves were also observed on the rv channel as well causing the physician to believe there may be insulation damage with the lead. Surgical intervention was performed and the rv lead was abandoned and replaced. The crt-d continues to remain in service. No additional adverse patient effects were reported.